Manufacturer narrative:
Concomitant medical products: 1688tc lead, implanted: (B)(6) 2004; 7122q lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient developed a pocket infection and methicillin-sensitive staphylococcus aureus bacteremia. The pocket was found to have infected fluid, necrotic and calcified tissue. The pocket was revised and the lead was removed. A temporary ventricular pacemaker was implanted and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. The analyst noted that there was a slight kink in lead at 2.5cm. If information is provided in the future, a supplemental report will be issued.